Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information from a manufacturer representative (rep) regarding a navigation system outside of a procedure. The rep indicated that the spheres were not recognized by the camera. As a result new spheres were unpacked and it was confirmed that no blood or bone wax was adhered during setting. There was no patient involved with this issue and the new spheres resolved the issue.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Correction: devices were returned for analysis which was not indicated in previous report. However, analysis summaries and FDA codes for the returned items were included. Additional information: as reported previously, one set of returned spheres (lot number 1806111, received 2019-01-15) had no failures found. Additional information was provided stating that minor "scuff marks" were identified along the top surface of 2 of the spheres. The remaining 3 identified no damage. Per product services, testing the minor damage to the 2 spheres did not affect the ability to track a known good probe. Additional information) as reported previously, the other set of returned spheres (lot number 1807191, received 2019-12-28) had an uneven surface and when attached to a good known probe, had a high geometry error return. Additional information was provided stating that: the returned spheres appeared to have "scuff marks" along the top surface of the spheres, potentially indicated the spheres were rubbed or scratched against another surface during preparation and/or use. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database. If information is provided in the future, a supplemental report will be issued.